Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the first stapler was able to fire however, there were poor staple formation. And the second stapler was unable to fire. As stated, the surgeon was able to press the green button but unable to squeeze the handle. They replaced with new stapler in order to complete the case. There was no patient injury.